Event description:
It was reported that a revision surgery was performed to remove a mobi-c device. The cause for the revision is unknown, however the reporter said the device could have contributed to the revision. No further information is available.

Manufacturer narrative:
Additional information in d4: expiration date and UDI number, h4, and h6: method, results, and conclusions codes. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event. The labeling was reviewed and contains potential risks associated with the device, including the need for subsequent surgical intervention.

Manufacturer narrative:
Catalog number and lot number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device. The cause for the revision is unknown, however the reporter said the device could have contributed to the revision. No further information is available.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device. The cause for the revision is unknown, however the reporter said the device could have contributed to the revision. No further information is available.